Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where it was reported that the drip chamber was cracked and tubing found to be depressed and too flattened to trigger occlusion alarm. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One video and a picture were returned showing kinks in the tubing of the primary plum set. Received one (1) used list #140019291 primary plum set and three (3) opened/unused primary plum sets. As received all sets were observed to have damage on the tubing. The damage appeared to be indentations. No additional damage or anomalies were observed. Each set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted on any of the sets. The set was air pressure leak tested per specification. No leakage was observed on any of the sets. The complaint of depressed tubing cand be confirmed due to the damage found on the tubing. However, it was not found to occlude flow or trigger an occlusion alarm. The probable cause of the kinks/indentations cannot be determined. The complaint of cracked drip chamber cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.